Event description:
It was reported to philips that the device does not defibrillate. There was no patient involvement.

Event description:
It was reported to philips that the device does not defibrillate. The service representative evaluated the device and confirmed the defibrillation issue. The device needs a therapy pca, high voltage capacitor, and replace software. Defective part return: the faulty component has been requested for failure analysis, but it is reportedly unavailable for such. Upon conclusion of the evaluation, it was determined that the therapy pca, high voltage capacitor, and software requires replacement. It was unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time.